Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the pump was constantly showing a battery alarm and there was a slight crack on the compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-oct-2018 with the following findings: a review of the black box showed frequent replace battery alarms. When confirming the verify screen the pump gave a replace battery alarm. The battery compartment was cracked, with corrosion and a leak. The pump was opened, and moisture damage was found on the printed circuit board. The replace battery alarm was due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.